Event description:
Prior to the patient being brought to the or for a tibial nailing procedure the scrub tech opened a disposable 14.5mm supra patellar outer protection sleeve and noted the package contained a 12mm protection sleeve. The procedure was completed with no reported adverse effect to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. (B)(4) manufactured the 14.5mm outer protection sleeve for suprapatellar - sterile, p/n (B)(4), and lot number 7069802. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: c & j industries manufactured the 14.5mm outer protection sleeve for suprapatellar - sterile, p/n 03.010.438s, and lot number 7069802. The supplier¿s certificate of compliance (dated december 6, 2012) indicates the parts were manufactured to p/n 03.010.438s, revision c and met the required specifications. The lot was inspected to the synthes incoming final inspection sheet number (B)(4), revision c (dated january 9, 2013). Ncr (B)(4) (written january 9, 2013) was for the incorrect part number documented on the certificate of conformance. The cert was changed and returned to synthes, and the ncr was closed february 25, 2013. However, it has since been determined that the incorrect parts were shipped to synthes. The supplier provided 03.010.437s 12.0 mm outer protection sleeve for suprapatellar - sterile in lieu of 03.010.438s. Stock hold/stock eval #(B)(4) has been opened to address this issue. Therefore, this is a valid complaint from a manufacturing position. This wasn't caught at incoming inspection due to the part being sterile and needing to perform destructive testing in order to inspect this feature.